Event description:
The customer contacted stryker to report that their device stopped during use on a patient. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. This issue is patient related; however, there was no adverse event reported. The user stated chest compressions were started immediately and without interruption.

Manufacturer narrative:
The additional mfg narrative of the initial medwatch report indicates: a stryker service representative evaluated the customer's device and verified the reported issue. The device's log showed the same error was logged twice during the reported event. The error indicated a mismatch between the potentiometer and the hall sensor. After recalibrating the linear sensors, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The additional mfg narrative of the initial medwatch report should indicate: a stryker service representative evaluated the customer's device and could not duplicate the issue but verified the reported issue in the device's logs. The device's log showed the same error was logged twice during the reported event. The error indicated a mismatch between the potentiometer and the hall sensor; however, no mismatch was found during testing. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined results and conclusion codes have been update accordingly.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and verified the reported issue. The device's log showed the same error was logged twice during the reported event. The error indicated a mismatch between the potentiometer and the hall sensor. After recalibrating the linear sensors, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device stopped during use on a patient. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. This issue is patient related; however, there was no adverse event reported. The user stated chest compressions were started immediately and without interruption.